Event description:
Patient was on an orthopedic table with fracture table attachments. Patient had an open tibia/fibula on the right and a proximal femur on the left. At the end of the case, after the dressing was applied, the carbon fiber bar that is part of the table broke into two pieces.